Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-5 in the biliary duct. So, the nurse prepared the zso-7-5, and the pigtail section was bent as she moved the pigtail section. She tried to pass the guide wire into the zso-7-5, it was impossible.